Manufacturer narrative:
(B)(4).a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during dwell 4 of 4. The technical service representative (tsr) explained the alarm and then had the home patient (hp) close all clamps and cycle the power twice to clear both se 2240 and the 2367. They were advised to discard supplies and finish using manual supplies. Baxter contacted the home patient (hp) for a follow up regarding the reported problem. The hp stated they just finished their therapy up using manual supplies. The hp stated they did not note anything unusual with the supplies that could have caused the alarm. The hp stated therapy overall is going fine; they did talk to their registered nurse (rn) regarding the reported problem and therapy was adjusted and things have been going better. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.